Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The device alarmed prime during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 200 mg/dl.